Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 350, 299 and 401 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 256 mg/dl and 258 mg/dl. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all 3 results provided in the meter's memory. Customer had no changes iin the diet.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 350, 299 and 401 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 256 mg/dl and 258 mg/dl. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all 3 results provided in the meter's memory. Customer had no changes iin the diet.